Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon became deformed. While the physician met resistance while pushing this device to the lesion, and the distal shoulder of the balloon became deformed. Consequently, the balloon could not cross the lesion. The lesion being treated was a calcified, 99% stenotic lesion in a minimally tortuous proximal lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a penta stent. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to predilate the lesion. The physician then went on to successfully deploy a penta stent. No pt injuries or complications were reported. Pt status is reported as 'good'.